Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the barcode scanner would not work correctly. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.